Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 3006705815-2022-14691. It was reported the patient experienced ineffective stimulation. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event patient information. Further information was requested but not received.

Event description:
Additional information received reports that patient underwent surgical intervention in which their leads were explanted and replaced.